Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient was at a work christmas party and changed the pod. The bg levels did not stabilize and felt extremely tired. The patient went to st. George's hospital and was seen by benjamin collis. The patient was treated with insulin pens and was given sodium chloride intravenously. The patient was released after 2 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.